Event description:
A customer received an unspecified sensor related error message with the abbott diabetes care (adc) device with their omnipod 5 and was unable to obtain glucose readings. The customer experienced symptoms of high readings of 21 mmol/l and the customer had contact with a non-healthcare professional (non-hcp) who provided an unspecified (dose/type) insulin injection as treatment for this issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.